Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d274drg ICD, (B)(6) 2010, t510-31h tissue valve, (B)(6) 2001. (B)(4).

Event description:
It was reported that during an implant procedure, the physician was unable to find a secure placement for the left ventricular (lv) lead after repositioning several times. The lv lead was removed and the patient later elected to receive a dual chamber device. No patient complications have been reported as a result of this event.